Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the battery cap was loose and the drive support cap was sticking out. The customer's blood glucose reading was unknown. Customer was advised to discontinue use of the device until the replacement battery cap arrived. Nothing was replaced or returned.